Event description:
According to the reporter, intra-operatively, the customer reported cuff ruptured with proned patients. There was no patient injury/harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.